Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 would open but the cubie failed to open, and a clicking sound was heard. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) replaced the legacy drawer with a newer drawer due to unavailable parts. The replacement unit was fully configured, and all cubies were transferred and installed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.